Manufacturer narrative:
(B)(4).

Event description:
The complaint states that wire/needle/cannula damaged or missing occurred. An external visual inspection was performed and failed. The allegation was not confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that broken sensor wire occurred. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that broken sensor wire occurred. The product was evaluated. An external visual inspection was performed and failed due to sensor wire is tucked between wearable and adhesive patch. The allegation was confirmed. The probable cause could not be determined post investigation. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).